Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2016 with the following findings: investigation revealed an inoperable ok button; all other keypad buttons were responsive. The keypad was undamaged. Upon removal of the keypad cover, no contamination or physical damages were found. The pump was opened up and moisture was found on the keypad flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter was unable to get through the verify menu. This complaint is being reported because the reported issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.